Event description:
It was reported that there was a request for an unknown repair for an attachment device. It was unknown if the device was used in a surgical procedure or if there was a delay. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reporter did not allege or identify any deficiency; however, it was observed during functional testing that the short attachment does not function. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).